Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the provided tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become inoperable. The customer resolved the issue by using a non-tandem wall adapter and charging cable, but was advised by technical support to use only tandem supplies and acknowledged this guidance. A replacement tandem wall adapter and charging cable were sent to the customer, and no further assistance was required as the pump began charging.